Event description:
It was reported that the patient experienced diaphragmatic stimulation related to the left ventricular (lv) lead. The lv lead was explanted and replaced with a new lead. There were no complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.